Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with noise via merlin.net transmission. Episode appeared to be non-physiological and at rest. Bringing the patient to the clinic and performing isometrics was suggested. Further actions will be discussed with the physician.

Event description:
New information received indicates that the patient was stable.

Event description:
New information received indicates that the noise was reproducible with isometrics and pocket manipulations. A venogram of the subclavian shows occulted vessel with many collaterals. Programming changes were made. The lead was extracted and replaced.